Event description:
It was reported that the user experienced high blood glucose while using the ilet following unannounced food intake, with caregiver noting ice cream and additional unspecified sweets and no meal announcement, and the device provided alerts; troubleshooting and education were completed, and the user temporarily reverted to subcutaneous insulin injections before reconnecting to the ilet. Symptoms included no reported clinical symptoms associated with hyperglycemia. Outcomes included elevated glucose up to approximately 500 mg/dl, with stabilization after management and no hospitalization. Investigation included case review, user interview, and troubleshooting focused on missed meal announcement and use of multiple daily injections for correction. Investigation of this case revealed that the elevated glucose was associated with missed meal announcement and high carbohydrate intake, with device functionality not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, specifically missed meal announcement and dietary overconsumption.